Event description:
It was reported that the procedure was to treat a moderately calcified, de novo, 25% stenosis in the common iliac artery. Reportedly, the 8.0 x 40mm armada 35 was used for post dilatation; however, the balloon ruptured during first inflation at 10 atmospheres. A non-abbott balloon was used to complete the procedure. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.